Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging inflamed liver, bringing up a lot of phlegm, headaches, dizziness, nausea, and fever. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. Section h9 was reported incorrectly in previous report which is now been corrected in this follow-up report.

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging inflammed liver, bringing up a lot of phlegm, headaches, dizziness, nausea, and fever. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not duplicate any failure that attributed to the complaints of the ventilator. The ventilator passed most of the posttest applicable test steps on the trilogy multifunction test station. The manufacturer also visually inspected the ventilator and did not detect any hardware defects on the device. The device was returned without a detachable battery and the inlet filter. The device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. The device was run overnight on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no critical error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failures pertaining to the complaint and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.